Event description:
It was reported that the patient had an infection at the spinal cord stimulation (scs) implantable pulse generator (ipg) site and underwent a procedure in which the entire system was explanted. The patient was stable postoperatively. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-linear leads-MRI upn m365sc2408740 model sc-2408-74 serial-lot (B)(6). Batch 5057563 and 5034819.